Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test, sensor passed per specification. Then performed a bicarbonate buffer test, and sensor passed per specifications with accurate readings. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 113 mg/dl and sensor glucose value was 77 mg/dl. Insulin delivery was suspended due to sensor glucose and blood glucose. Sensor value that triggered the suspend event was 77 mg/dl. Suspend on low limit in sensor settings was 65 mg/dl. Blood glucose value associated with the triggered suspend event was 113 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The customer declined troubleshooting. The sensor will be returned for analysis.